Event description:
It was reported that the rota wire had rotated together with the rota burr. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon insertion of the rota burr into the catheter in dynaglide mode, it was noted that the wire became twisted, and the dyna turbo occurred. It was thought that the wire had rotated together with the rota burr. The procedure was completed with another of the same device. There were no patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the rota wire had rotated together with the rota burr. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon insertion of the rota burr into the catheter in dynaglide mode, it was noted that the wire became twisted, and the dyna turbo occurred. It was thought that the wire had rotated together with the rota burr. The procedure was completed with another of the same device. There were no patient complications were reported.

Manufacturer narrative:
Correction to field e1. Initial reporter first and last name. E1 initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Analysis was performed using the returned rotawire. During testing, the returned wire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire. To confirm the functionality of the rotapro device, further functional testing was completed with a test rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues. When the rotapro device was connected to the rotapro console and the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues.

Event description:
It was reported that the rota wire had rotated together with the rota burr. A 1.50mm rotapro and rotawire drive were selected for use. During the procedure, upon insertion of the rota burr into the catheter in dynaglide mode, it was noted that the wire became twisted, and the dyna turbo occurred. It was thought that the wire had rotated together with the rota burr. The procedure was completed with another of the same device. There were no patient complications were reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection of the device did not identify any damages or defects. Analysis was performed using the returned rotawire. During testing, the returned wire was able to be removed with resistance but was not able to be reinserted due to a kink in the wire. To confirm the functionality of the rotapro device, further functional testing was completed with a test rotawire. The wire was able to be inserted into the burr and advanced through the advancer with no resistance or issues. When the rotapro device was connected to the rotapro console and the knob switch [ablation button] was pressed, the device was able to reach and maintain optimal rpm in both normal and dynaglide modes with no resistance or issues.